Manufacturer narrative:
It was incorrectly reported that there was an electrical evaluation and problem. The correct method and result code are mechanical evaluation and problem.

Event description:
It was reported that the side rail does not latch properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the side rail does not latch properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.